Manufacturer narrative:
A ge rep evaluated the system and replaced the wig wag brake pad. System operates as intended.

Event description:
Customer reported the wig wag brake is not locking down. No pt injury was reported.